Event description:
On oct, 94 rptr had seventh back surgery. Dr told her that he would use "pedicle screws" that are not approved by FDA for this type of operation. She was given this info verbally by her dr. She gave written consent to do the operation but she does not have written consent for the pedicle screws. The pedicle screws were implanted in her (l-4, l-5, and s-1 vertebrae. One of the screws later broke in half. During dr's requested x-rays (bending x-rays) it was discovered that one of the screws was broken in half. Rptr feels that if the dr did the operation as a study, she should have been given a permission/written release to sign. She also does not feel that her dr has reported this incident to the FDA.